Manufacturer narrative:
(B)(4).

Event description:
Following implant, fluid accumulation was observed at the pocket area. On (B)(6) 2011, the pocket on the back of the pt was opened and the catheter was confirmed to be ruptured at the anchor on the side closer to the pump. The pump and catheter were removed the next day due to infection. The device system was used to deliver gabalon. Additional information has been requested. A f/u report will be sent if additional information becomes available.